Event description:
The companion 2 driver was not in use by a patient. The customer reported that the companion 2 driver exhibited an "emergency battery error" alarm. The customer also reported that the alarm cleared after removed the external batteries and restarting the companion 2 driver. However, the companion 2 driver exhibited another "emergency battery error" alarm after three minutes. This alleged failure mode poses a low risk to the patient, because the issue was observed when the companion 2 driver was not supporting a patient. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternative power sources of eternal batteries and wall power. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided ina supplemental MDR.